Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of feeling bad and peritonitis in a male patient ((B)(6)) coincident with dianeal pd4 ambuflex therapies. During a call with baxter customer services, the following was reported. On an unreported date, the patient ate a hamburger and started feeling bad. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, follow up information was received by gpv from the home patient's registered nurse. The nurse confirmed the event of peritonitis that occurred on (B)(6) 2012. On an unreported date, the patient began treatment with gentamicin (doses, frequencies and lot numbers not reported) for the peritonitis. Per the nurse, the cause of the peritonitis was related to technique. The patient and family had not yet been retrained on aseptic technique. Peritoneal dialysis (pd) therapy was ongoing. At the time of this report, the patient was recovering from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). (B)(6). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.